Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a threshold test, there was a long pause in pacing after ending the test. This patient was not symptomatic. No adverse patient effects were reported.